Manufacturer narrative:
The provided serial number was not the correct one. Through follow-up communication livanova deutschland learned that the correct serial number is (B)(4). The device manufacturer date has been corrected accordingly. Through follow-up communication livanova deutschland learned that the water leakage around the cardioplegia valve during a case and after the procedure of about 3 hours there was water on the floor. The customer tried to tighten the valve causing a disassembly of this part. The technician did not reproduce the water leakage but noticed an heavy condensation and visible droplets of condensation on the external hose and connectors. He re-assembled the cardioplegia valve and attached teflon tape to mount the new venting valve being the old leaky. Functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler was leaking water from the back side during setup. There was no patient involvement.